Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur, allowing the customer to continue using the pump. The caller was advised to reach out again if the malfunction code reappears.